Event description:
On 11/16/95 when rptr's hygienist was seating her pt the chair came down on her foot. She was trapped in this position, due to no override, for 18 minutes, resulting in a broken foot. Rptr contacted 911 to have ems unit help extricate the foot. Her hygienist missed work for almost 3 months because of this event. It is rptr's contention that the chair is unsafe because the base comes too close to the floor. There is a foot control pedal that, if it ends up directly beneath the base, can trap the foot. Once trapped in "down" position there is no mechanism by which to bypass this. On monday, 11/27/95, a MFR's rep came to rptr's office to test the chair. He agreed that there was a problem with the chair and it was a matter that needed to be examined further. He was told the MFR would contact him. They never did.